Event description:
I have been using amo complete contact lens solution for as long as I can remember. However, I don't specifically remember if that is the brand I was using when the event occurred. I contracted acanthamoeba around 2000. It took about 5 months for a doctor to diagnose me - correctly-. I was shuffled around to at least two different doctors, before I was eventually seen by a corneal specialist, who diagnosed the problem within two visits. He treated me for the infection, and I received a corneal transplant in 2001. I now have loss of vision in the eye, and wearing contacts does not correct it to 20/20. Just thought this info might be useful, at the time it was suggested that fresh water carried the amoeba and that I had somehow gotten some in my eyes after receiving a corneal abrasion. But, after seeing the recall issued, and this being the brand that I used, I decided to fill out this report. Since the recall, I have discontinued the use of this prod.